Event description:
Customer reported no reactivity with vss269 and a pt with anti-e. (B)(4).

Manufacturer narrative:
Ortho clinical diagnostics (ocd) performed retained testing. Satisfactory results were observed. Customer performed additional testing of the pt sample with another lot of 0.8% surgiscreen and satisfactory results were observed.